Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case and lower case were cracked, broken and contaminated. It was also noted that the battery release, ring cover, release spring, battery contacts and battery flex were contaminated, one knob, side bail cover and battery drawer were broken, the side bail cover was contaminated, the ring was bent, the keyboard was worn and the serial number label was torn. (B)(4).

Event description:
It was reported the case of the external pulse generator (epg) was cracked. The epg was returned for repair and calibration. No patient complications were reported as a result of this event.